Manufacturer narrative:
The customer reported that this multigas unit displayed a gas device failure error message. The customer was able to bring another unit into the room to continue the case. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/19/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/23/2025 I called victor to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for victor to call me back with this information. Attempt # 3: 06/27/2025 I called victor to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for victor to call me back with this information.

Event description:
The customer reported that this multigas unit displayed a gas device failure error message. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas device failure error message. The customer was able to bring another unit into the room to continue the case. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation, the reported issue (gas device failure error message) could not be duplicated. The device passed all testing prescribed by the operator's/service manual.

Event description:
The customer reported that this multigas unit displayed a gas device failure error message. There was no patient injury reported.